Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, the insulin pump alarmed motor error during bolus and no delivery. Customer was attempting to correct for his blood glucose level 422 mg/dl when the motor error alarm occurred. He reset the device and it alarmed no delivery and after the third reset he was able to administer the bolus. Customer treated his high blood glucose with manual injection. Troubleshooting was performed. The device was not exposed to an MRI. Customer was able to complete the rewind sequence. The device had alarmed motor error three times prior to troubleshooting. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.